Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) visited the site. He reviewed the logfile and confirmed the communication error. Tm's assessment led to loose fiber optic cable, on the wrp board, which when re-seated cleared the error. Conclusion: the system had a loose fiber optic cable, on the wrp board, which when re-seated cleared the error. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: communication error message. A facility reported there was a communication error displayed on the screen just before getting the patient ready for treatment ablation. Resetting the power cleared the problem. They were able to finish one procedure before the error message returned. The facility indicated the surgeon does not feel that the patient was harmed or injured by the reported event and stated that the surgeon indicated the patient was doing well at the postoperative visit. The remaining cases scheduled for the day were canceled.